Event description:
It was reported via repair work order that the cot base legs would not adjust correctly when unloading from the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot base legs would not adjust correctly when unloading from the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Further information regarding a potential defect and malfunction could not be provided. Further information could not be provided.